Event description:
In 2006, a patient underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. The physician chose to perform a one person deployment and while pulling the deployment line the catheter moved downwards. This movement caused the device to move distally and unintentionally cover the left hypogastric artery. The patient did not have a patent right hypogastric artery, therefore, a bypass was performed to allow an exchange of blood flow from the left external iliac artery to the left hypogastric artery. The patient was reported to be doing fine postoperatively.